Event description:
The customer stated that, the axsym rubella igg calibration failed on the axsym analyzer. The cal a/b ratio too high and minimum number of relicates failed. The abbott customer technican advised the customer to use the standard calibration; however, the customer declined. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.